Event description:
Upon insertion of the provided snare the snare was noted to get stuck in the wall of the ivc filter at one of the footplates of the ivc filter. When trying to pull back on the snare, the snare broke from the handle. A second snare was passed from the 12 french sheath in a buddy wire fashion and the broken part of the snare along with the rest of the system was removed. Subsequent images showed complete retrieval of the broken part of the snare.